Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a low blood glucose. The customer¿s blood glucose during the incident was 50 mg/dl. They treated with a manual injection and a bolus from the insulin pump. Their current blood glucose was 244 mg/dl. Troubleshooting was performed. The time on the device was not correct. They were assisted with correcting the time. Additionally, the customer reported that they had received two motor error alarms. The alarm occurred during a bolus. They were able to complete the insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.